Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold which resulted in failure to capture. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.